Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a total lumbar disc replacement surgery in (B)(6) on (B)(6) 2013, the bone lever retractor broke in two pieces under tension while retracting soft tissue. The parts were retrieved, and the surgeon completed the procedure with a like instrument. No delay to the procedure was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. Only the holding lever is available for investigation; the complete holding components including the 2mm pin with the diameter 10mm are missing. A manufacturing conclusion cannot be presented due to the missing broken off components. The device went for further investigation.

Manufacturer narrative:
The product development evaluation was performed and only the proximal component (hook shaped) of synframe bone levers holder part 387.356 was received, the remaining distal components (locking rod and stop device) of the part were not received. Upon close examination of the orifice where the locking rod is screwed, it is noted that breakage occurred near the thread limit rather than at the joint edge. The synframe bone lever instrument system provides a set of surgical retractors for use during a posterior approach to the spine. This is an additional set to use with the synframe access and retractor system and it is also compatible with proaccess radiolucent blades and levers. The applicable assembly guide (reference j2887-e) and related literature (reference j4618-a) were reviewed. The synframe systems allow less invasive spine surgery eliminating the need for large hand-held retractors. The tip of the boner lever anchored on or in the bone stabilizes its position providing precise retraction. Four (4) holders (part 387.356) attach to respective bone levers and they snap into respectively retractor-clamp (part 387.347) connections for controlled tension which are assembled onto a synframe ring. The bone lever holder part 387.356 consists of three components, a proximal holder, a locking rod and a stop device. One side of the locking rod is completely screwed to the thread limit into the proximal holder orifice and the other side into the stop device. A complete evaluation of the holder instrument could not be conducted as only the proximal component (hook shaped) of synframe bone lever holder was received, the remaining distal components (locking rod and stop device) were not received. Upon close examination of the orifice where the locking rod is screwed, it is noted that breakage occurred near the thread limit rather than at the joint edge this confirming the reported condition of bone lever holder broke off under tension while retracting. The ability of the instrument to withstand retraction forces depends on several factors that vary from surgery to surgery, including but not limited to patient size and weight, incision size, and surgical technique. It is likely that surgeon applied too much bending force during retraction however this or further information is unknown. The involved lot 1456640 of received holder was completed on january 2007 and it is seven years old. The most recent applicable top level and associated component drawings (B)(4) for the locking rod, (B)(4) for the stop device and (B)(4) for the holder) were reviewed. The drawings call out the appropriated dimensions, material and finishing processes for a successful device design. It was also noted that once the components are completely screwed, engineered silicone ((B)(4)) is applied for bonding. The device was found to be adequate for its intended use. Based on the results, no apparent design issues were identified with the evaluated components. It is likely that surgeon applied too much bending force during retraction however this or further information is unknown. The disposition for this complaint from a design perspective is indeterminate.